Event description:
A hemodialysis user facility has reported that during treatment a blood leak occurred. At the initiation of treatment, the leak was visually observed and the machine alarmed. Estimated blood loss was 200cc's. Patient had no ill effects. User facility disposed of the sample; sample is not available.